Event description:
Customer reported that she was hospitalized on (B)(6), 2012 due to high blood glucose. Customer stated that she was hospitalized a few times. Customer stated that she was in and out of the hospital for high blood glucose for approximately 3 weeks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.